Manufacturer narrative:
The lot was manufactured march 19, 2016 ¿ march 21, 2016. The device was received for evaluation. Visual inspection noted fluid inside the bag containing the device, indicating a leak had occurred. Further examination revealed that the leak was due to broken tubing at the solvent-bonded junction of the luer. A portion of the tubing still remained inside the solvent-bonded area of the luer. The reported condition was verified. The cause of the broken tubing could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking before use of the device. There was no patient involvement. No additional information is available.